Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the suggested event could not be concluded, although it can be presumed that the defect was caused due to physical stress that was applied to the insertion section while the user was handling the device which led to damaged charge coupled device unit. The event can be detected/prevented by handling the device in accordance with the following IFU. "Inspection of the endoscopic image". "Do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customers¿ allegations were confirmed as there was an intermittent/flickering of the image. Additional findings include the following: the bending section cover glue was lifting; the brush passage was restricted; the bending section had a dent; the insertion tube had dents and failed ring gauge; the scope connector had a cut on the boot and the ethylene oxide valve (eto) valve was misaligned; and the control knob was clicking. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus that during reprocessing, the camera was losing image on the evis exera iii bronchovideoscope. There was no patient or other person affected or involved in the event and there were no reports of patient harm.